Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited emergency room and hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 500 mg/dl. The customer did experience symptoms such as diabetic ketoacidosis due to high blood glucose. The customer was treated by insulin pump. Customer stated event occurred during insulin flow blocked alarm occurred because of reservoir which was already empty. Customer stated insulin pump was used within 48 hours of the event. Automode feature was not used at the time of the event. Troubleshooting was done for high blood glucose. The insulin pump will not be returned for analysis.